Event description:
It was reported that a maxi ld balloon ruptured unexpectedly. There was no report of patient injury. No further details are available at this time. They will be picking up the product and gathering more information to provide at a later date. The balloon was being used to inflate a wall stent. The product was stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. It was unknown what type of indeflator was used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The target lesion and target lesion characteristics were unknown. It was unknown if there was difficulty crossing the lesion or if the device was ever in an acute bend. The balloon was removed easily and intact from the patient. The device will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a maxi ld balloon ruptured unexpectedly. There was no report of patient injury. No further details are available at this time. They will be picking up the product and gathering more information to provide at a later date. The balloon was being used to inflate a wall stent. The product was stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The device prepped normally. It was unknown which contrast media was used. The contrast to saline ratio was 50:50. It was unknown what type of indeflator was used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. The target lesion and target lesion characteristics were unknown. It was unknown if there was difficulty crossing the lesion or if the device was ever in an acute bend. The balloon was removed easily and intact from the patient. The device was not returned for analysis. There was no sterile lot number provided and the product was not returned, therefore no device history record (DHR) review or product investigation could be performed. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.